Event description:
Endo gia stapler was attempted to fire inside patient with a purple 60 load. Stapler successfully fired across the rectum. However, when attempted to retract the anvil, the operator met significant resistance on the handle of the stapler. The anvil could only pull back halfway which made it impossible to pull out. The anvil was mobile forward, but not backwards. Covidien device rep [redacted name] was contacted and came to the or. He was able to help troubleshoot the issue and the stapler was successfully removed from the patient. Manufacturer response for staplerr, endo gia stapler (per site reporter) rep aware and called to the or at time of event. Our or is coordinating return of product with the vendor rep.